Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was end of life and inoperable. As such surgical intervention was undertaken and the ipg was replaced, thereby restoring therapy.